Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s blood glucose during the reported event was 132 mg/dl while their sensor glucose was reading at 72 mg/dl. The sensor reading kept going down and at one point it was 59 mg/dl. Troubleshooting was performed. The customer stated that the sensor was misreading and their insulin delivery was suspended multiple times. The sensor will not be returned for analysis.